Event description:
Right after implantation, the pt was monitored and a 4.5 seconds pause was detected with the surface ECG. Device remained implanted but an explanation is required.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.